Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter on post operative laparoscopic sleeve gastrectomy, the patient experienced post-op staple line bleeding. To resolve the issue, the patient had to go back to surgery to clip the bleeding staple line. The patient was extended for an additional night at the hospital and the surgical time was also extended for more than 30 minutes.